Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2016 with the following findings: investigation revealed two battery compartment cracks. In addition, the display was dim and discolored. Unrelated to these issues, the pump case was cracked. The keypad was peeling at the base; however, all keypad buttons were responsive during the testing. Upon removal of the keypad cover, no contamination was found under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks. In addition, the display was dim and discolored. This report is made based on results of investigation completed on 05/11/2016.